Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter has been analysed by our quality control. Experts have performed a visual inspection and a functional control. Air flush test cannot be possible: experts tried to insert stylet in the lumen but this one is blocked in the y-separator. Experts opened the y-separator and they observed a complete lumen blockage by a deposit of silicone glue. This issue occurred during the manufacturing process: an internal information has been done to avoid this type of issue.

Event description:
The drainage tube of the catheter is blocked, the csf can not drainage from the tube. The values shows normal.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
The drainage tube of the catheter is blocked, the csf can not drainage from the tube. The values shows normal.